Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the power pack wires has come out ; plug has come out ; will not stay in outlet. There was no reported patient involvement.